Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy procedure, "the ended part of needle got damaged during firing process". Prior to the procedure no abnormalities were found, "they brought cocked device to target, they fired and started with biopsy cycle". No specimen was taken, the needle was removed and it was noted that "chamber area, the metal looks like turned". No injury was reported. A second device was used to successfully complete the biopsy.